Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp plunger rod separated. This was discovered before use. The following information was provided by the initial reporter: when removing the plunger cap, the plunger rod with its cap was separated from the barrel.

Manufacturer narrative:
H.6. Investigation: customer returned (4) loose 3/10cc, 12.7mm syringes. Customer states that when removing the plunger cap, the plunger rod with its cap was separated from the barrel. One syringe was returned with the hub-needle/shield assembly separated from the barrel. All syringes were also tested and all plunger caps were able to be removed from the barrel without removing the plunger rod from the barrel. No defects to the plunger cap or plunger rod were observed. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (plunger rod separates and plunger cap does not detach as intended) process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: zm 200871354 was created for cracked hubs. There was debris in the needle assembly carrier. Corrective action: the needle assembly carrier was cleaned. CAPA#1630423 was initiated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp plunger rod separated. This was discovered before use. The following information was provided by the initial reporter: when removing the plunger cap, the plunger rod with its cap was separated from the barrel.